Manufacturer narrative:
No failure identified related to elevated blood glucose level reported.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized after a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported an elevated blood glucose (bg) level of 600 (mg/dl) and diabetic ketoacidosis. Injections and boluses were delivered to address bg levels prior to hospitalization. While hospitalized, the customer was treated with an insulin and potassium drip and bg levels returned to target range. The customer was still hospitalized at the time the event was reported.